Event description:
It was reported that customer had high blood glucose of 450 mg/dl. During troubleshooting for high blood glucose, it was found that reservoir had a large air bubble. Customer changed infusion set and reservoir and blood glucose normalized. Insulin pump passed high pressure test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.